Event description:
During the pulsed field ablation pulmonary veins isolation procedure, when the volt catheter was removed from the patient, it was noted that the spline peeled. At the beginning of the procedure, the catheter was visualized as expected, baseline acquisition was successful and all energy deliveries were performed as expected. Ablation of the lspv, lipv, and rspv were completed with no issues. During treatment of the ripv, there was difficulty maneuvering the catheter. Accessing the ripv was challenging, and catheter control became difficult due to the very small left atrium. There was resistance removing the catheter. After the catheter was removed from the patient, spline damage was noted and blood was in the balloon. The spline was peeled. The catheter was replaced and the procedure was completed with no adverse consequences to the patient.